Manufacturer narrative:
Approximate age of device - 1 year and 9.5 months. The patient remains ongoing and continues on lvad support with no further issues reported; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had red heart alarms and speed drops when connected to the power module. The patient was asymptomatic during the event. A picture of the percutaneous lead near the distal end showed a separation of the percutaneous lead outer silicone cover near the metal connector. The hospital requested an external percutaneous lead replacement, which was successfully performed by the manufacturer¿s technical services team.

Manufacturer narrative:
The report of red heart alarms was confirmed based on the evaluation of the replaced portion of the percutaneous lead (lead). Approximately 12.5¿ of the external portion/distal end of the percutaneous lead was returned. The reinforcing sleeve had previously been removed, prior to return. An electrical continuity test was performed on the 12.5" portion of the lead and discontinuity was found in the red wire. No shorts or discontinuities were found in the remaining wires. The shielding and bionate were removed and examination of the underlying wires revealed that the red wire was fractured, adjacent to the metal/controller connector. The conductors of this wire were exposed. The fracture of the conductors of the wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The fractured red wire would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.